Event description:
It was reported that ¿the plastic shaft of a pedicle access needle was crushed/¿concertinaed¿ during a minimally invasive, l4/l5, sextant, posterior lumbar fusion. A bevel tip was used to gain access to the pedicles. ¿guide wires¿ were successfully placed through the shaft of the pedicle access needle in the left and right pedicles of the l4 vertebra, but when trying to gain access to the pedicle on the right side of the l5 vertebra, the surgeon noted that the bone was very hard and had a high density, this was confirmed with fluoroscopy. The access needle was used to enter the pedicle, but when the surgeon tried to remove the shaft he could not, and could not remove it past the posterior vertebral body wall (the cortical wall). At this point the surgeon tried removing the needle with a mallet, but with no success. To try dilating the guide hole he pushed the needle a bit deeper and wiggled it around, which did not help. Fluoroscopy didn¿t reveal anything as the plastic of the shaft did not appear on x-ray. Eventually the surgeon had to forcibly pull the pedicle access needle out. It is not clear if any of the plastic sheath remained behind, but apart from the additional theater time (approximately 30 min), the patient is recovering well and is stable with no current adverse effects from the event. The product was discarded after the procedure and is not available for physical inspection.¿

Manufacturer narrative:
(B)(4): product evaluation: no analysis results available; device discarded by user facility.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.